Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
It was reported to terumo cardiovascular that the customer only received 8 ca and not 12 ca as per the paperwork. This occurred during out of box. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 4, 2016. Upon confirmation of the physical shipments of the affected product, it was found that the four cases that were supposed to be shipped to (B)(6)were mistakenly shipped to (B)(6). Electronically, the shipment was completed correctly; however, there must have been an error in segregation at the distribution center. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.